Event description:
An aneurx stent graft system was implanted during an endovascular treatment of an abdominal aortic aneurysm.  It was reported approximately 15 years post the index procedure the patient presented emergently with back pain. A CT was performed and it was discovered the patients aneurysm had ruptured and there appeared to be a type iiib endoleak in the ipsilateral limb of the previously placed graft. The physician reported the hole in the graft caused an endoleak which led to the rupture of the aaa. An endurant 16x16x124 iliac limb was placed to cover the hole in the graft. The limb was ballooned and final aortogram demonstrated the endoleak had resolved.  As per the physician the cause of the type iiib endoleak could not be determined.  No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.